Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e221 error was confirmed due to defective cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head display an e221 camera head communication error. The event occurred during a routine laparoscopic procedure. The customer mentioned that the procedure was prolonged but completed after restarts of the camera. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e221 due to a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.